Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. Update rec'd (B)(6) 2013 - the patient's operative records were received. Upon review of the patient's operative records on (B)(6) 2014 records indicate upon revision the patient's femoral stem was found to have obvious motion at the interface. The stem is being added to the complaint.

Event description:
Ppf alleges dislocation with closed reduction and loosening of stem. Added law firm, account name, updated product details manufactured date.